Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast implant illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with mentor memoryshape breast implant 495cc gel breast prostheses and suffered from unspecified breast implant illness symptoms. The patient reported that her body rejected the implants. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. Additionally, it was reported that yellow fluid was coming out of the right breast. The patient also developed a loss of appetite and pain. As a result, the patient underwent explantation of the right breast prosthesis on (B)(6) 2022 and explantation of the left breast prosthesis in february 2022. The patient underwent bilateral replacement surgery with mentor memoryshape breast implant 380cc gel breast prostheses on (B)(6) 2022. This medwatch report is for the patient¿s left breast prosthesis.